Event description:
The device was applied during a laparoscopic cholecystectomy procedure. Reportedly, the clips did nto form properly. The surgeon applied another device to complete the procedure. The hsp has reported that no pt injury occurred.